Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer wrote into report this cns device experienced a communication loss event on 5/4/2019. The issue was determined to be caused by network having two competing devices: netkonnect and enterprise gateway. Nk cits disabled the older netkonnect server to resolve the issue. Netkonnect application part# qp-983p, serial # (B)(6), enterprise gateway application part# a/pwredge-r640, serial numbers (B)(6). Service requested: troubleshooting. Service performed: troubleshooting and disabling the competing netkonnect server. Investigation conclusion: communication between devices in the patient monitoring network relies on the user facility's network infrastructure, settings of each devices, and the involving networking components. This investigation was limited to issue caused by competing netkonnect servers resulting in the intermittent communication loss. Once the competing server was disabled, the reported communication loss was resolved. Other network communication issues are being investigated separately as other components and/or devices are involved. The root cause of this particular incident was attributed to facility having redundant competing netkonnect server running. Corrected information: d4. Model number. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss.

Manufacturer narrative:
Per nihon kohden technical service, the issue was determined to be due to two competing devices, netkonnect and enterprise gateway. Disabling the old netkonnect server resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss.